Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bent sheath during delivery inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please also see g2 for updates ( added distributor) obtained from follow up response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Evaluation found the insertion part was bent. Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the malfunction was caused by external force applied to the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had bent sheath during delivery inspection. There was no patient involvement.